Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. After connecting the charging supplies to a different wall outlet the battery jumped from 75% to 100%. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.